Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) the device intermittently displayed a "paddle fault" message. Complainant did not indicated that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.